Event description:
The sion blue was used to wire the first om branch of the lcx. Original plan was to only treat the om branch but after further evaluation a decision was made to treat the proximal lcx prior to treating the om. A second wire, name is not known, was directed down the lcx and a drug eluting stent was placed in the proximat lcx. The deployment atmospheres is unkonwn. The deployment of this stent piched the sion blue wire that was located in the om1 distal to the stent placement. Upon removal at ~12mm from distal end the wire fractured and began to elongate as the spring coil straightened. After consultation with other cardiologist and a cardio-vascular surgeon, it was decided to attempt removal of the wire from behind the stent struts using a corsair pro xs. This was successfull and the wire was retrieved with nothing left behind. The case completed successfully and there was no harm to the patient.